Manufacturer narrative:
As reported, the avitene sheet used during an epidural bleeding hardened causing spinal compression. Additional information has been requested. Based on the information provided to date, no conclusion can be made. Per the precautions section of the instructions-for-use supplied with the device, only that amount of avitene¿ (mch) necessary to produce hemostasis should be used. After several minutes, excess material should be removed. Any excess avitene¿ (mch) not removed at the time of surgery may either present itself as a (recurring) mass or a (space occupying) lesion or it may lead to a foreign body. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported from this manufacturing lot of (B)(4) units released for distribution in january, 2021. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the additional details received and to correct the event date. As reported, following use of the bard/davol avitene sheet in a lumbar laminectomy procedure, excess material was removed, however, some material was not removed around the roots. As reported, following surgery, the patient began experiencing lower limb deficiency and underwent a subsequent surgery to aspirate the remaining hemostatic material (avitene). Based on the information available, the user did not remove all of the avitene material following hemostasis as prescribed in the instructions-for-use supplied with the device. Root cause appears to be related to excess material left in the site by the surgeon. Should additional information be provided, a supplemental MDR will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It was reported that on (B)(6) 2021 the bard/davol avitene sheet was used on an epidural bleeding. Resumption of the patient because of hardening of the device causing spinal compression. Addendum: it was reported that the bard/davol avitene sheet was applied in dry patches in the epidural region during an open lumbar laminectomy procedure associated with a herniated disc excision. As reported, excess material was removed but some remained around the roots to provide hemostasis and did not compress when closing. As reported, the patient's deficit symptoms did not appear until several hours after surgery and on (B)(6) 2021, the patient underwent urgent surgery to aspirate all the hemostatic material. As reported, the patient is still deficient on the lower limb. The surgeon is a new user of the device.

Manufacturer narrative:
As reported, the avitene sheet used during an epidural bleeding hardened causing spinal compression. Additional information has been requested. Based on the information provided to date, no conclusion can be made. Per the precautions section of the instructions-for-use supplied with the device, only that amount of avitene¿ (mch) necessary to produce hemostasis should be used. After several minutes, excess material should be removed. Any excess avitene¿ (mch) not removed at the time of surgery may either present itself as a (recurring) mass or a (space occupying) lesion or it may lead to a foreign body. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported from this manufacturing lot of (B)(4) units released for distribution in january, 2021. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
It was reported that on (B)(6) 2021 the bard/davol avitene sheet was used on an epidural bleeding. Resumption of the patient because of hardening of the device causing spinal compression.